Event description:
It was reported that a patient underwent spinal surgery including the implantation of spinal fixation hardware. It is alleged that subsequently, the "product broke" which first became known to pt in 1999 and which caused pt to undergo additional surgery.